Event description:
The manufacturer became aware of allegations, that a dreamstation bipap st30 was returned to a third-party service center. The technician confirmed technical findings like corrosion in device and connector oxide in the device. There was no report of patient harm or injury. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Manufacturer narrative:
Reporting not required. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This complaint is considered not reportable.